Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The additional therapy/non-surgical treatment is the result of case-specific circumstances, as another clip was implanted to stabilize the slda clip. There is no indication of product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted. During placement of the second clip delivery system (cds), it was noted the first clip detached from the anterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip. A third clip was placed in between the first two clips but shortly after grasp and close, grasp was lost and the physician believed the leaflet was likely torn. The cds was removed and the procedure aborted with the mr remaining at 4. The decision was then made to consult cardiac surgery. The patient remained stable and was sent for surgery. No additional information was provided.